Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient the ht70 ventilator did not generated low pressure alarm after a circuit disconnect. The patient circuit was found on the patient's bed. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.

Manufacturer narrative:
Device evaluation summary: the service engineer evaluated the ventilator, checked the ventilator replaced the inlet filter assembly. The ventilator passed all testing and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.